Event description:
The device was set-up to deliver heparin at a rate of 2ml/hr. After 1 hour the clinician noted that 10 ml was remaining instead of the expected 38ml. The syringe plunger was reportedly stuck at the 40ml mark. The device was removed from the pt and the pt as monitored. There were no adverse effects.